Event description:
It was reported that the customer had normal blood glucose levels of 90 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that some of the buttons of the insulin pump were unresponsive while trying to program a bolus. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. The pump was received with unresponsive buttons due to moisture damage on the keypad traces, on the act and b buttons. No unexpected motor alarm was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump also had minor scratches on the lcd window, a cracked reservoir tube, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.